Manufacturer narrative:
This event relates to drifting pco2 readings. Device is being returned and investigaiton will follow. Investigation stiill pending return of device - 18-mar-26.

Event description:
Customer reported drifting pco2 readings over a number of cases over the past couple of weeks, with multiple clinicians using the system. Customer has performed factory resets on all values, completed a gas calibration and capture/syncs but this does not seem to have fixed the problem.

Manufacturer narrative:
This event relates to drifting pco2 readings. Device is being returned and investigation will follow.

Event description:
Customer reported drifting pco2 readings over a number of cases over the past couple of weeks, with multiple clinicians using the system. Customer has performed factory resets on all values, completed a gas calibration and capture/syncs but this does not seem to have fixed the problem.

Manufacturer narrative:
This event relates to drifting pco2 readings. Device is being returned and investigaiton will follow. Investigation stiill pending return of device - 20-apr-26.

Event description:
Customer reported drifting pco2 readings over a number of cases over the past couple of weeks, with multiple clinicians using the system. Customer has performed factory resets on all values, completed a gas calibration and capture/syncs but this does not seem to have fixed the problem.